Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) was 1300 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit for the elevated bg, falling, bruising, and possible broken ribs. Customer received treatment of intravenous fluids of saline and insulin. The treatment resolved the issue, however, the customer is unable to walk after 3 weeks and under physician care. Customer was released from the hospital on (B)(6) 2021.